Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw fractured inside the implant, doctor was able to remove the fracture portions from the implant.

Manufacturer narrative:
One abutment screw was returned for investigation. Visual inspection of the as returned product identified that the screw was fractured across the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.